Event description:
It was reported to philips that the command is executed then the device breaks down. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the command is executed then the device breaks down. The field service engineer (fse) evaluated the device. The device would no function after installing fco8600167. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.